Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, a cuff miss occurred with the proglide device. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The name of the physician was not provided; therefore, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returned for analysis. Subsequently, the device was received for evaluation. Evaluation summary: analysis was performed on the returned device. The reported cuff miss/suture retrieval issue was confirmed as failure to deploy the suture. The reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received, stating that the closure was attempted following a diagnostic angiogram procedure. No additional information was provided.